Manufacturer narrative:
The device was manufactured from april 8, 2016 to april 12, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted fluid inside the bags that contained the unit which indicated a leak. Further inspection of the device revealed broken tubing at the solvent bonded junction of the distal luer. The cause of the broken tubing could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was leaking. This occurred before use. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.